Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump rewind taking longer, rewind and prime functions was making louder unusual noises. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump had motor errors buttons was to press multiple times. Customer also reported that insulin pump had false and unexplained no delivery alarms and insulin pump was run out without giving proper alarm. Insulin pump had diminished battery life. The product will not be returned for analysis.